Event description:
Per provider left footplate cracked vertically along the hinge pin while customer flipped down and placed foot on plate. Dealer citing privacy laws for not providing customer information..